Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 135cm mustang balloon catheter was selected for testing. However, during initial inflation at 4 atmospheres, a pin hole leak was noted. No patient was involved at the time of the event.